Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was aborted, and it was completed by moving the patient to another room. The customer reported that the system was not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was requested by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.